Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v852752, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient also had a sensation down the nerve of their leg. It was reported that the patient's toes "bend down" and they were worried that they would get nerve damage. If the patient turned stimulation down but when they did their leakage came back and increased. It was noted that the patient had a CT scan and they told them the lead wasn¿t connected. The patient's health care provider (hcp) looked at the scan and said everything was fine. It was reported that they checked their implantable neurostimulator (ins) as well and it appeared to be working. The patient was getting skin irritation due to the urine leakage they were experiencing and that it was good for a while but now it was getting worse. It was noted that the patient was on program 3 at 1.45v and then moved to program 4 at 1.50v. The patient would try this program for a while.